Manufacturer narrative:
Section d4, h4: additional information. Investigation summary: the report of separation of the distal end driveline bend relief near the metal connector requiring a clamshell repair was confirmed through submitted photos as well as an onsite evaluation performed by a technical service representative. The separation of the driveline's silicone sleeve was previously investigated, and it was determined that sufficient side loading applied on the silicone sleeve while it is connected to the system controller can contribute to the separation of the sleeve from the nipple of the metal connector. It was determined that this separation is a design-related issue and it has been addressed by car #20099. The patient remains ongoing on vad support with no further issues reported. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
Approximate age of device- 2 years 10 months 9 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2016. It was reported that a clam shell repair was needed because there was a separation of the hmll perc lead bend relief from the perc connector. A universal percutaneous lead bend relief repair kit was installed on (B)(6) 2019. No additional information was reported.